Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited a failure to capture and high capture threshold. The physician decided to reposition the lead but the helix of the lead was unable to extend properly. The lead was explanted and replaced. The patient was in stable condition.